Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had right knee revision because of partially torn patella tendon. To give patient more stability, doctor took out #5 12mm ps and replaced it with a 15mm ps insert.